Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The patient states that the surgeon performed the "sight test incorrectly, resulting in the axis of my astigmatism being at least 4-10 degrees out." Reportedly, "instead of ordering new lenses to correct the prescription," the surgeon fit the lens "at an angle." Patient reports poor and blurred vision, vision being "much poorer than I would've expected," especially in lower light conditions. According to the patient, "it's a struggle to perform my daily activities." States previously was able to achieve close to 20/20 vision with glasses. This claim is for the right (od) eye, regarding evo visianicls. Attempts to obtain additional information have not been successful.

Manufacturer narrative:
Corrected data: (B)(4).